Event description:
Customer reportedly received the following results on the aviva sys within 10 mins: 241 mg/dl, 87 mg/dl, and 59 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.